Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6)2010, the patient experienced a break in aseptic technique, described as the patient made a mistake and did not wear a mask. On (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6)2010, the patient was treated with intravenous (IV) injections of tazin 4.5gm twice daily and unizox 1gm daily. At the time of this report, the patient remained hospitalized and the outcome of the peritonitis was unknown. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of break in aseptic technique was unknown. Dianeal, tazin, and unizox therapies continued. The reporter believed the event of peritonitis was not related to pd therapy, but rather caused by the reported break in aseptic technique. The reporter did not comment on causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. This task is not applicable to this complaint.